Event description:
It was reported that a temperature alarm occurred. There was no information provided regarding the impact on the customer's blood glucose level. A replacement pump was issued. No further details about the incident or customer outcome were available.